Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Proposed component code: mechanical (g04) - femur. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: aseptic loosening femoral component revision, chronic arthrofibrosis; femur removed easily, specimens sent to pathology. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, the patient underwent revision of the femoral components due to aseptic loosening and chronic arthrofibrosis. No intraoperative complications were reported.

Manufacturer narrative:
(B)(4). D11 medical devices: unknown articular surface catalog#: ni lot#: ni. Unknown tibial tray catalog#: ni lot#: ni. Unknown patella catalog#: ni lot#: ni. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.